Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had an open clamp on an unused supply line while using the homechoice device. The patient was connected at the time of the discovery. This occurred during fill three of four of peritoneal dialysis therapy. The technical service representative (tsr) advised the patient that the clamp must be closed if they were not using the supply line. The tsr advised the home patient to start over with new supplies. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information is available.